Manufacturer narrative:
(B)(4). Catalog number 062945-001 is the international list number which meets the requirements of the similar product listed which is the us list number. The device involved in the event was not returned for evaluation, it was discarded; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, patient in (B)(6) was hospitalized due to severe aspiration pneumonia with dysphagia. Due to a worsened overall condition, it was decided that the patient should receive duodopa directly through percutaneous endoscopic gastrostomy (peg/j) tube. The patient was treated with antibiotics prior to duodopa therapy. On the same day, the patient underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On an unknown date, the patient was admitted to nursing home. On (B)(6) 2017, the patient died at nursing home due to sepsis. Though requested, additional information including cause of sepsis was not provided.